Event description:
A malfunction alarm, identified as malfunction code malf 0, was reported by the customer. No information was provided about whether there was an adverse impact on the customer's blood glucose level. The customer reverted to multiple daily injections as a backup insulin therapy, and a replacement pump was arranged by technical support.